Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Event description:
It was reported to hamilton medical that on transfer of the patient from hospital ventilator to the hamilton-t1 ventilator a patient weighing 9.8kg could not be ventilated. The hamilton-t1 ventilator device was fitted with a paeds neo breathing circuit. The hamilton-t1 ventilator device settings where equal to the settings of the hospital ventilator. The patient desaturated precipitous and medical intervention was needed. The patient got shortly swapped back to the hospital ventilator to stabilize the patient condition. Once the patient condition was stabilized, the patient got once more swapped to the same hamilton-t1 ventilator with the same device settings, but this time fitted with an adult breathing circuit. That worked out well and the treatment was continued. Patient harm, namely unanticipated desaturation and hypercapnia was reported to hamilton medical.

Manufacturer narrative:
Investigation outcome: it was reported that on transfer of the patient from hospital ventilator to the hamilton-t1, the 9.8kg patient with paeds neo circuit was unable to ventilate. Vt of consistently remained low, sats level decreased and etco2 level increased. Consequently, patient was returned to the hospital ventilator. On reviewing the device logs it was observed that on the reported time of event the device continuously alarmed for 'exhalation obstructed' followed by various other medium and high priority patient alarms including 'loss of peep', 'vt low' and 'disconnection on patient side'. Same pattern of alarms can be observed in earlier episodes of ventilation in events log. Later, on (B)(6) 2025 the device repeatedly failed 'leak test' and also alarmed for 'release valve defective' once. It is unknown, why the issue was not resolved prior to the reported event. As the log files show, there were several alarms and failed tests listed prior to the date of reported event. Hamilton medical inc. Sent check valve assembly to be replaced in the device. However, it is unknown if the replacement of this part resolved the issue. Hamilton medical ag has requested further information. However, no further information was received. This case is considered as closed. If further information is received that changes this assessment, a follow-up report will be submitted.